Event description:
It was reported by the affiliate that during a colorectal resection, the staples would not hold. The staples did not close correctly. Because there was not enough tissue to complete the anastomosis, the surgeon had to make a colostomy. Currently, the colostomy is temporary. However, the surgeon is waiting two or three months to determine if it will be permanent. The pt is well.

Manufacturer narrative:
Date sent: 09/28/2007. Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or a design-related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.